Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported after use of a cutting balloon, the minivision was advanced, but could not cross the heavily calcified lesion. Nothing else was able to cross. There were no pt effects. This is being reported based on analysis of the device which revealed that the stent had dislodged from the balloon onto the shaft. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4): results - product performance engineering was unable to perform an eval at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood or contrast visible. The stent implant was dislodged proximally from the balloon and located on the distal shaft 7.5 cm distal to the guide wire exit notch. There was no damage noted to the stent implant. The balloon was tightly folded with crimp marks visible between the markers. There were no kinks or damage noted to the tip or inner member. There were two kinks in the hypotube 2.3 cm and 6.0 cm distal to the strain relief tubing and one bend 23.3 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gage was used to measure the outer diameters and they did not meet manufacturing criteria. The measurements were oversized. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusion will be forwarded upon completion.